Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited nonsustained ventricular oversensing due to post-paced t-wave oversensing. The oversensing led to intermittent loss capture on the ventricular channel. Programming changes have been suggested. The patient would continue to be monitored. No further information is available.